Event description:
The customer reported the system's database was corrupt and the arc brake was loose. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The database in the pc was restarted. Also, the orbital brake was requested. The system was then found to be working as intended.